Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is using fiasp insulin. Tandem clinical support informed customer that fiasp is off label per the user guide. Customer¿s blood glucose (bg) was displayed "high"; although specific value was not provided. Elevated blood glucose levels were addressed by changing the pump supplies and delivering a correction bolus via the pump.